Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date:(B) (6) 2010; inratio meter = 3.1 inr; reference = 3.54 inr; mean = 3.32; confidence limits = 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Data analysis of mean calculation from comparison test data provided by end-user revealed accuracy criteria was not met in two out of three comparisons. No product is expected to be returned. Patient's on medication for hypothyroidism and it may affect inratio inr test result. Accuracy test done on case# 21553 indicated product deficiency was not established in retain strip from lot #221727. There is no sufficient information to determine the root cause. As of 02/26/2010, 16 discrepant results complaint was reported for lot #221727 yielding a complaint rate of 0.004%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. No corrective action is required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2010; inratio: 3.11; lab: 3.54.